Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B2, b3, d6: dates estimated. The device was not returned for analysis. A review of the lot history record could not be performed as this incident was based on an article review and no device/lot information was provided. Based on all available information, the reported patient effect of death appears to be due to procedural conditions. The reported patient effects of death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. (B)(4).

Event description:
This is filed to report post procedure, the patient died. It was reported that the mitraclip procedure was performed on unknown date to treat degenerative mitral regurgitation (mr). One clip was implanted. 287 days post procedure, the patient had mitral valve replacement surgery and died the same day due to direct post operative pump failure. No additional information was provided.